Manufacturer narrative:
A getinge field service technician was on side to investigate the device in question. According to the service order (B)(4) from (B)(6) 2020 the control board ((B)(4)) was replaced on the rotaflow console with serial number (B)(4) and the machine operates normally. The reported failure "head error" occurred during use and could be confirmed. Most possible root cause of the head error could be determined as: the head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. A device history review was reviewed on 2020-01-10. The device history review does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from (B)(6) that when the rotaflow console was using customer had an error head. Error occurred during the replacement of the coupling agent (rotaflow drive). After the machine restarted, the machine worked normally, and then an error occurred when the coupling agent was replaced again. The hospital replaced the machine and was not in use. No harm to the patient was reported. (B)(4).